Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f was received for investigation for signal artifact. Short circuits were detected between the tip, tc2, and tct; however, upon further testing the short circuits could not be replicated. A simulated ablation test was conducted; however, noise was not present on the distal electrode during ablation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the initially detected short circuits and reported noise issue remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming multiple short circuits.